Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("surgery") in a female patient who had essure inserted for female sterilisation. Concomitant products included macrogol (miralax). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. The reporter commented: had miralax and enemas. Lots of water. Concerning the injuries reported in this case, the following one/ones were reported via social media: surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.